Event description:
It was reported that the 9900 system had an error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The key switch was found in the wrong position during the service call. The system was tested, and found to be working as intended, and put back into service.